Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, it was found the patient had received inappropriate shocks as indicated from an alert for ventricular fibrillation episodes caused by noise on ventricular lead. Device checking revealed the trend of pacing lead impedance had declined to lower out of range. The lead was explanted and replaced. During the extraction, fracture was noted on the proximal part of the lead. The patient condition before, during and after the procedure was good.

Manufacturer narrative:
External insulation abrasion was noted at 47.1-47.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.9-7.2cm from the connector pin consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded and melted at this location. The inner coil was also exposed at this location. This is consistent with the observation from the field of noise, inappropriate hv therapy, and low pacing lead impedance.